Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "total absence of image." Was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end --- air water channel --- foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not detected and for the additional malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a total absence of the image. There were no reports of patient involvement.